Event description:
The threaded tip of the rod for the reaming guide holder broke off during surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed a portion of the tip broke off. Previous investigations found the cause is attributed to the raw materials used for this device were not relevant for the design requirements. Previous investigations found the material was changed to x17u4 at the plate junction and mx455 was changed at the tip via eco 366283. Depuy CAPA (B)(4) was closed and CAPA (B)(4) was created on january 11, 2011 and closed on june 11, 2013. The complaint sample was manufactured prior to the changes. No further action indicated. First batch of new design is 5120205. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.